Manufacturer narrative:
Qn# (B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The defective device was returned for examination. Reported defect can be confirmed. One hole/rupture was found in the bottom part of memobag. The root cause of this complaint was determined as undetermined/unknown. The defect was probably caused by use of excessive force (the foil around the hole is drawn I taut) which led to the rupture of the bag in the foil surface or in the seal. It is not possible to determine whether a rupture has occurred in the seal or on the surface of the foil, as the defective sample is very dirty, and the edges of the hole are damaged. As the root cause of this complaint was determined undetermined/unknown, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
The memobag got torn when removing cholecyst from an incision in the umbilicus during a laparoscopic cholecystectomy in spite that the user did not put any more force than usual. According to the user because the bag got torn fine gallstones fell into the abdominal cavity so that he/she had a difficulty to withdraw them and clean the cavity. But nothing remained in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The memobag got torn when removing cholecyst from an incision in the umbilicus during a laparoscopic cholecystectomy in spite that the user did not put any more force than usual. According to the user because the bag got torn fine gallstones fell into the abdominal cavity so that he/she had a difficulty to withdraw them and clean the cavity. But nothing remained in the patient.